Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of patient made mistake/break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, further described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. On the same day, the patient received a loading dose of vancomycin 1 gm ip and also began treatment with gentamycin 40 mg ip once daily. The patient was recovering from the peritonitis. Outcome for the event of patient made mistake/break in aseptic technique was not reported. Dianeal therapy was ongoing. The reporter believed that the event of peritonitis was unrelated to dianeal therapy. The reporter believed the patient making a mistake/break in aseptic technique caused the peritonitis. The reporter did not provide an opinion of causality for the event of patient made mistake/break in aseptic technique.